Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The atp board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The atp board was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system terminated the first spin (tech claims he was holding down the hand switch the entirety of the spin, however did not use the foot switch). The second attempted spin had no issues and the site was able to transfer the spin to the navigation to continue the case. There was a delay of less than one hour. There was no reported impact on patient outcome.